Event description:
Patient 1 initial creatinine result of 1.5 mg/dl. Same sample repeated recovered .7 mg/dl. Patient 2 initial creatinine result of 1.7 mg/dl, same sample repeated recovered 0.9 mg/dl. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine cause. Performance check tests were performed and within specification.